Manufacturer narrative:
The service rep ordered new power supply. Unit ok to use until new power supply arrives.

Event description:
The customer reported a problem with hand control switches. This issue occurred during a case. No patient injured.